Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had undergone dialysis and found a leak in the lumen. The catheter had been inserted on (B)(6) 2021. There was no patient injury. The device was removed and replaced. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo and one video for analysis. The complaint of an extension line leak was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The IFU also states, "caution: be careful not to cut catheter." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient had undergone dialysis and found a leak in the lumen. The catheter had been inserted on 09-oct-2021. There was no patient injury. The device was removed and replaced. The patient's condition was reported to be fine.